Event description:
The patient experienced no stimulation sensation. The patient was referred to another physician. It was determined that battery was depleted. During replacement, they could not find the upper leads, so the stimulator was removed. The physician planned to get the x-rays from the original surgery, so he could see the leads. The plan was to implant a new unit. While the patient waited for the next steps to be determined, the patient was trying a tens unit and some physical therapy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)